Event description:
After placing the catheter in the pt's left hand, the button to retract the unit became disconnected from the unit resulting in the catheter and needle remaining in the pt's hand. The needle was removed by hand with no injury to the pt.

Manufacturer narrative:
Visual and microscopic examination of the rep samples found no mechanical or physical damage to the components that would cause the needle to pull out of the hub. The epoxy level was checked on all units and found to be within spec. A needle/hub bond strength test was performed and all samples were within the spec of a minimum of 5 lbs. All units were retracted with no mechanical failure and no buttons became disconnected or dislodged. Conclusion: this type of incident is a result of low glue fill levels. A new and improved type of glue nozzle has been installed on the machines that will improve the control of the amount of glue coming from the nozzle and also prevents excessive glue getting on the other components.